Manufacturer narrative:
Investigation conclusion: patient samples were negative for sars on the solana sars assays. All results were valid, and no false positives were detected for all patient samples. Positive control completed for the assay was positive. Root cause: could not duplicate with patient sample. Source: phone.

Event description:
Reported false positive sars result for (B)(4) patient. It is unknown if the patient was symptomatic. The customer communicated the patient tested negative with molecular (pcr testing) method.